Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of a bulge in the silicone segment could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model and lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using an unspecified bd alaris tubing set the tubing ballooned. This occurred three times. There was no report of patient impact. The following information was provided by the initial reporter: " tubing that is to be used with the new IV infusion pumps doesn¿t seem to be compatible with our CT simulators¿ IV contrast injector... During a CT contrast power injection, this soft section may swell and stretch instead of the contrast going into the patient (path of least resistance)3 injections where the tubing has distended to the size of a hot dog or bigger.".

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd alaris tubing set the tubing ballooned. This occurred three times. There was no report of patient impact. The following information was provided by the initial reporter: " tubing that is to be used with the new IV infusion pumps doesn¿t seem to be compatible with our CT simulators¿ IV contrast injector... During a CT contrast power injection, this soft section may swell and stretch instead of the contrast going into the patient (path of least resistance)...3 injections where the tubing has distended to the size of a hot dog or bigger."